Event description:
The complainant alleged that during a routine shift check by a clinician the device would reportedly display a "status 90" message while attempting to charge the device in defib mode. The complainant indicated that there was no pt involvement in the reported malfunction.